Event description:
Caller reported that a malfunction occurred with the pump. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.